Manufacturer narrative:
Results: the second px slim delivery microcatheter (px slim) used in the procedure was kinked approximately 51.0, 58.0, 97.0 cm from the hub. Conclusions: evaluation of the first px slim used in the procedure revealed it was ovalized. This type of damage typically occurs due to forceful gripping or otherwise compressing the px slim during preparation for use. Further evaluation revealed the px slim was kinked near the hub. This damage may have occurred due to forceful handling of the px slim during insertion into the catheter. Evaluation of the second px slim used in the procedure revealed it was kinked in multiple locations. This damage may have occurred due to forceful advancement of the px slim against resistance. The px slim instructions for use (IFU) indicate that the px slim is compatible with guide catheters with minimum inner diameter (ID) of 0.053¿ (1.35mm). The report from (B)(4) (distributor) indicated that the inner diameter of the impress diagnostic catheter was 0.99mm. If the px slim is advanced through a diagnostic catheter with a non-compatible ID, resistance will likely be experienced, and the px slims may become damaged. The glidecath ii diagnostic catheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01810.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01810.

Event description:
The patient was undergoing a venous-venous coil shunt embolization procedure using px slim delivery microcatheters (px slim). During the procedure, another manufacturer¿s diagnostic catheter was advanced toward the shunt portion in the pulmonary vein via the inferior vena cava from the right femoral approach. Then a px slim was flushed and advanced through the diagnostic catheter; however, due to resistance the px slim would not advance further after reaching approximately 50 centimeters from its distal tip. Therefore, it was removed and the physician opened and flushed a new px slim. While attempting to advance the new px slim through the same diagnostic catheter, resistance was encountered and the px slim would not advance further after reaching approximately 30 centimeters from its distal tip; therefore, the px slim was removed. The physician then switched the diagnostic catheter to another manufacturer¿s diagnostic catheter and attempted to re-use both px slims; however, resistance was encountered again and both px slims would not advance through the new diagnostic catheter. Therefore, the diagnostic catheters and px slims were removed and the procedure was completed using another manufacturer¿s coils and diagnostic catheter. There was no report of an adverse effect to the patient.